Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The field service engineer (fse) confirmed the device alarms led failed when powered in ventilation mode. The fse performed external and internal visual inspection on v60, checked for loose wires, tubing and everything was connected. Retrieved diagnostic report and code 1105 was in the event log. Replaced overlay power switch per service manual and customer reported problem was corrected. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported error code 1105, alarm light emitting diode (led) failed. No patient harm reported.